Event description:
Discrepant advia centaur ckmb, bnp, tni results were obtained on pt samples. The results were reported to the physician(s). The samples were retested on a second system and corrected results were reported. Two pts were admitted to the hospital. There was no report of adverse health consequence due to the discrepant ckmb, bnp, tni results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant ckmb, bnp, tni results was due to the depletion of the wash 1. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.